Event description:
According to company representative, "I was at customers site to repair a maxi-move ii lift. When on site I was asked to torque the lift arm mounting bolts on a sara 3000 by the administrator. After I torqued the bolts and asked the maintenance person why they needed to be torqued I found out the lift had an incident. I was told by the maintenance person that one of the mounting bolts for the lift arm was missing and the other broke with a resident on the lift while getting lowered to a toilet. The resident was dropped onto the toilet. The lift was already repaired when I got on site for the original service call. So I was unable to see the actual failure of the one bolt or condition of the lift."

Manufacturer narrative:
This report is being filed under (B)(4) by the manufacturer arjohuntleigh (B)(4) on behalf of the importer (B)(4). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site medibo medical products (B)(4). As of (B)(4) 2012, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjohuntleigh (B)(4). This is the sixth reportable event found with a similar failure mode (since 2008 to date), the failure mode is related to a person dropping due to two bolts on the mast breaking and the lifting arm becoming detached as a result. Taking into consideration that about 50 000 sara 3000 devices have been sold, the event ratio is considered to be low. The device was inspected by an arjohuntleigh representative and was found to be missing one bolt on the arm assembly and the second one was broken during patient transfer. From event simulation, stress calculation and laboratory analyses (the latter of the bolts only) we can conclude that the each of the two bolts connecting the lift arm to the mast is more than capable of taking the stresses of normal use and more, and will only break after being submitted to continuous abnormal stress. For example: numerous and continuous occurrences of becoming stuck under a bathroom handrail, and still being lifted, can lead to one of the two bolts breaking. Simulations show it very unlikely that two bolts break at the same time, since when both arms are blocked the pcb control box will cut power. This means that the lift device was not up to specification during use. Also it shows that the device was continued to be used, and possibly again miss-used, while one bolt was already broken. When the second bolt broke, the lifting arm became detached. Lifting arm bolts issues are easily identifiable before use since before the bolts break, the lifting arms will become bent, which is highly visible. The device labeling contains the following warnings: (operating and product care instructions kkx81010m-en issue 3) continuing to use this product without conducting regular inspections or when a fault is found will seriously compromise the user and resident's safety; make sure all fixings, screws, nuts are secure and tight (weekly by operator and yearly by technician); if the resident support arms do not follow the movement indicated by the use of the pressed control button, release the button immediately and check for obstructions. Our root cause conclusion is that user did not follow the operating and product care instructions which appear to have caused the event.